Event description:
Initial (14-sep-2024): this serious case reported via email refers to female consumer whose age, medical history, allergies, and concomitant medications were not reported. The consumer used dentek triple clean floss picks for an unknown indication and experienced killing of the root of teeth and breaking of teeth. She indicated that the tips of the picks broke off and got under her teeth. This outcome is unknown. Meddra version 27.0. Expectedness: pulpless tooth: unexpected, tooth fracture: unexpected, device breakage. According to the company reference safety information.